Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: * did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? -yes, not formed. * did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? -yes, cut line complete. * was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? -no. * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no. * what is the most current patient health status and condition? -unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted that the cutting and anastomosis function of the reload is invalid. Changed another one to complete the surgery. No additional information could be provided.